Event description:
It was reported that the customer had an excessive no delivery alarm on the insulin pump. Customer's blood glucose level was 8.8 mmol/l. Customer stated that she wasted 6 reservoirs. Customer was having a no delivery alarm everyday and changed her infusion set almost every day while troubleshooting the issue herself. Customer stated that this has been happening for the last 2 weeks. Customer did a 5.0u fill cannula and the insulin did exit the tubing. Customer stated that the alarm occurs during basal delivery. Customer stated that she did not drop or bump the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.